Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered the most probable cause for this event because it is a secondary failure. The other cylinder performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump functional test failure is considered the most probable cause for this event, as an inability to activate and transfer a sufficient amount of fluid to the cylinders could appear to be a lack of fluid in the system to the user. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp) because fluid loss due to a hole in the right cylinder, 2 cm from distal tip. The pump and cylinders were removed and replaced for new components. No patient complication were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp) because fluid loss due to a hole in the right cylinder, 2 cm from distal tip. The pump and cylinders were removed and replaced for new components. No patient complication were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.